Manufacturer narrative:
Corneal edema. Claim#: (B)(4).

Event description:
An article published titled "two cases of spontaneous hyphema after posterior chamber phakic intraocular lens implantation". The article is about two cases of hyphema after icl implantation, where medication was administered. Mild corneal edema, pigment on icl surface and enlarged pupils in one case and blurred vision, mild vitreous opacity in another case. Cause of event was not reported.